Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4)checked the subject device for evaluation. It was confirmed that the ultrasonic transducer was scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing it was found that the channel of the subject device had leakage. During the incoming inspection for repair at olympus (B)(4), it was found the ultrasonic transducer of the subject device was scratched. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration] from the investigation results, the cause of the reported phenomenon could not be identified. -the ultrasonic transducer was scratched -it was confirmed that there was no similar repair history. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.